Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. Correction: h6 device code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited placement difficulty and dislodged twice after the helix was extended. The physician removed the lead and noted there was tissue in the helix that was preventing correct deployment. A new lead was used. No patient complications have been reported as a result of this event.